Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and confirmed that the system cannot emit x-ray. After reviewing the log file fse confirmed that there is a malfunction the on cube. The fse replaced the tcube, after replacement of tcube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that x-ray generation was not possible. The system was in clinical use. No harm has been reported to philips.